Manufacturer narrative:
.

Event description:
Additional information was received that the patient did not have x-rays done. There was not any manipulation or trauma that was noted that would have contributed to the high impedance. Product return attempts are in progress.

Event description:
It was initially reported that a patient had a lead and generator replacement back in 2011. Upon review of programming history it was shown that the patient had high impedance. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the explanted products will not be returned to the manufacturer for evaluation. The site discards generators which are at end of service.